Event description:
It was reported that complications were observed in pts who had anterior cervical fusion procedures augmented with high-dose rhbmp-2 and an absorbable collagen sponge. The surgical procedure was performed using a modified surgical technique. At the completion of the decompression in the anterior cervical vertebrectomy and fusion, the foramina were opened bilaterally, a cage was appropriately sized, cut, contoured, and packed with a combination of local bone and rhbmp-2. Add'l rhbmp-2, greater than 2.1mg/level, was packed anterior and lateral to the cage. A cervical plate was then placed. Radiographs confirmed appropriate positioning of the plate and cage. Less than four days postoperatively, pt who had undergone a 2-level vertebrectomy developed a hematoma that required surgical evacuation. No details or outcomes were mentioned.

Manufacturer narrative:
(B)(4). Literature citation: shields et al. Adverse effects associated with high-dose recombinant human bone morphogenetic protein-2 use in anterior cervical spine fusion. Spine. 2006; 31: number 5, pp 542-547. Device was not returned to the MFR for eval. Without add'l device info, a review of the device history records is not possible. We are, therefore, unable to determine the cause of the event.